Event description:
It was reported to philips that the system gave an alert indicating the disk space was low, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.